Event description:
It was reported that during a transarterial chemoembolization a coating issue occurred. Vascular access was obtained via the femoral artery. The non-stenotic lesion was located in the moderately tortuous and mildly calcified common hepatic artery. This renegade hi flo micro catheter was selected and was advanced to the lesion; however, the tip coating was peeled off. The device was removed from that patient and the coating was not separated from the device. Imaging confirmed that there was no vessel damage. The procedure was completed with a different device and no patient complications were reported. The patients' status is stable.

Event description:
It was reported that during a transarterial chemoembolization a coating issue occurred. Vascular access was obtained via the femoral artery. The non-stenotic lesion was located in the moderately tortuous and mildly calcified common hepatic artery. This renegade hi flo micro catheter was selected and was advanced to the lesion; however, the tip coating was peeled off. The device was removed from that patient and the coating was not separated from the device. Imaging confirmed that there was no vessel damage. The procedure was completed with a different device and no patient complications were reported. The patients' status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the catheter shaft was broken 7.7cm from the proximal with 18.2cm of braid exposed. A coating confirmation test was carried out to check the presence and integrity of the coating. The test confirmed the presence of coating, however coating damage was evident distal to the break. There was no peeling or missing coating. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).